Event description:
This complaint is from a clinical study (B)(4). Index procedure took place on (B)(6) 2011. The procedure was coil embolisation assisted with vrd (enc452212/01426907) of right cavernous sinus. On (B)(6) 2011, jailed technique was utilised for this procedure. After deploying the vrd (enc452212/01426907), physician wanted to reposition the microcatheter(excelsior sl10/bs). However, while pulling the microcatheter, vrd also moved over a little and migrated proximally with distal markers of the vrd now within the aneurysm. The physician managed to pull the vrd out of the aneurysm but to fully cover the aneurysm neck, the decision was made to place another vrd (enc452812/01427228). The 2nd vrd was successfully placed along the aneurysm and the procedure was completed with no further issues. The outcome of the event as of (B)(6) 2011 is "recovered without sequelae." According to the physician, the relationship of the event to the procedure was highly probable whereas to the vrd was unrelated.

Manufacturer narrative:
Lr packaging l/n# 01426907. Per (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient was a female of (B)(6) with a history of coil embolisation of anterior communicating artery. Dob and wt unknown. The unruptured saccular aneurysm neck was 4.2mm, and the neck to sac ratio was 4.2mm:6.8mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. Mrs before the procedure was 0, after the procedure was 0, one month after the procedure was 0. No information regarding inr, pt, and ptt. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011. Heparin 4000u was administered intra-procedurally. The act was 136 seconds pre anticoagulation and 353 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, lancher/medtronic, 606-s255x (lot# unknown), x-pedion/ev3 were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker, traxsess/terumo, cashmere (total2), deltapaq, deltaplush (total3). No further information is available and procedural images are not available. The product is not available for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via (B)(6) post market study that after deploying the enterprise vrd, when repositioning the jailed microcatheter (excelsior sl10/bs) the enterprise vrd moved proximally when pulling the microcatheter. The distal markers of the enterprise were then within the aneurysm. The physician managed to pull the vrd out of the aneurysm but to fully cover the aneurysm neck, the decision was made to place another vrd (B)(4). The second vrd was successfully placed along the aneurysm and the procedure was completed with no further issues. The physician reported that the relationship of the event to the procedure was highly probable and was unrelated to the enterprise vrd. The unruptured saccular aneurysm neck was 4.2mm, and the neck to sac ratio was 4.2mm:6.8mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. The (B)(6) score was 0 pre, post and one month post procedure. The enterprise vrd remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426907. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Coil migration/movement is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Based on the reported information, device interaction due to manipulation of the concomitant microcatheter contributed to the movement of the enterprise after it was deployed. With review of the information and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.